Manufacturer narrative:
A replacement power supply was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
On (B)(6) 2016, the customer reported to customer service that the transformer housing of her pump in style advanced breast pump cracked in half, exposing the interior wires, which is a safety risk. The product was received on 06/21/2016. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event.